Manufacturer narrative:
Due character limit e1 event site name- (B)(6). Event site telephone- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on the patient intra aortic balloon pump(iabp), was alarming the high priority alarm 'gass loss in iabp circuit'. There was no harm reported.

Event description:
It was reported that during use on the patient the cardiosave intra aortic balloon pump (iabp), was alarming the high priority alarm 'gas loss in iabp circuit'. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site mail), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.